Event description:
Technician alleged that the trendelenburg level will not put the bed into the trendelenburg. No pt impact.

Manufacturer narrative:
The technician found the trendelenburg valve seat is stuck in the port. The technician replaced the emergency trendelenburg valve to resolve the issue.